Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: a review of the black box indicated occlusion alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no issues. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; the bolus button cover was torn and the bolus button was inoperable; the bolus button cover was removed, revealing that the button slug was missing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the pump was emitting occlusion alarms that remained unresolved despite changing supplies. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.